Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: npi 8015 error code 133.6090. Case notes: problem description: on 03/29/2018, at 08:07:52. (B)(4). Npi 8015 error code 133.6090; customer wanted to know what the error code was. Explained to the customer that it could be the main speaker. The customer said, "ok I will change the main speaker. Customer said thank you and ended the call."